Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a drawer failure. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in disconnected mode and main drawer 5 was clicked when trying to open. The field service engineer (fse) found that the network cable was mistakenly connected to the label printer and reconnected it to the station. After rebooting, the disconnected mode cleared, and the station resumed communication with the server. A failed slide rail was also identified and replaced. The system functioned as intended after the field service engineer resolved the issue.